Event description:
It was reported to boston scientific corporation in 2008, that a rotatable snare was used in a female patient. During an unknown procedure three days prior. According to the complainant, "[w]hen the cap was tried to remove prior to use, the plug had already come off." The physician completed the procedure with another rotatable snare. No patient complications were due to this event, and the patient's condition was reported as "good" following the procedure.

Manufacturer narrative:
The suspect device has not been returned, thus the device evaluation cannot be completed; therefore, the cause of the reported event has not been determined. The july 15-month rotatable snare product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.